Manufacturer narrative:
Batch review performed on 23 february 2026 ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot 2522158: (B)(4) items manufactured and released on 17-sep-2025. Expiration date: 2030-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Liner: versafitcup cc trio 01.26.3644hct flat pe hc liner d 36/e lot. 2508215 (k103352) lot 2508215: (B)(4) items manufactured and released on 05-june-2025. Expiration date: 2030-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 months after the primary, the patient came in presenting pain due to a dislocation of the head from the liner. The patient stated that it occurred when sitting down. Previous dislocations had occurred approximately one and a half months after the primary surgery and was managed by closed reduction. The surgeon revised the flat liner d 36 to a hooded liner d 32, and revised the 36mm biolox head s to a 32mm biolox head l. The surgery was completed successfully.